Event description:
In 2003, the pt reportedly was struck with a concrete block on the implant side. Since that time, the pt reportedly experienced intermittency while using sound processor. Five months later, the pt was seen at the center for device eval. External equipment was exchanged. However, the pt still experienced intermittent sound with sound processor. One month later, the pt was seen for device eval. Testing performed on the c1 device indicated that the device was functioning. Further testing performed at the center confirmed that the device was no longer functioning. Surgery to explant the pt's device has been scheduled.